Manufacturer narrative:
The subject cv-190 has not been returned to olympus medical systems corp. (Omsc) yet. Omsc will investigate the subject cv-190 to determine the cause of this phenomenon when omsc receives it. Cv-190 instruction manual states the corresponding method in case of an abnormality. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
On (B)(6) 2018, during an unspecified procedure of endoscopic diagnosis using the cv-190, the subject cv-190 was powered down. It has not been reported how the procedure was dealt with after the failure in the facility. A few days later, the cv-190 was tested, the malfunction did not reproduce. On july 18, 2018, there were the following additional reports: "the user attempted troubleshooting when dealing with the malfunction and used a similar device, during which the patient was extended with one hour of general anesthesia." There was no report of the patient¿s injury regarding this event other than the general anesthesia being extended.

Manufacturer narrative:
The subject cv-190 has not been returned to olympus medical systems corp. (Omsc). Omsc analyzed the DHR of the subject cv-190, no abnormality was found. Omsc reported the following investigation from olympus (B)(4). Cleaning inside the subject cv-190 was performed. Visual inspection found cracked/damaged usb memory maj-1925. Electronic connector found bent pins and requires replacement. Inspection carried out found the subject cv-190 is not working due to defective inside board. If significant additional information is received, this report will be supplemented.